Manufacturer narrative:
The processor pca (pn: 453564489061) with sn: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca was fully evaluated and tested with no problems found. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Error logs: no errors in the log files related to reported failure. The processor board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The device powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. Operational check: the dfm100 therapy knob was then set to 170j, and a successful operational check was run. The displayed results were reviewed and printed out. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted: this problem was not verified in lab testing. The pca passed all tests during operational check and general testing. This pca is therefore no fault found (nff) with this processor pca

Event description:
It was reported to philips that the device cannot turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.